Manufacturer narrative:
Affiliation: (B)(6) (nursing home). Common device name: dressing,wound,hydrophilic. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that white card board was found in the dressing instead of the white hydrofiber part. No photo was provided. No additional details have been provided.

Manufacturer narrative:
A batch record review indicates no discrepancies. The equipment settings were all within specification. The first piece retain samples attached within the batch record are correct and within specification. The bill of material has been checked and the correct materials were issued. Preventive maintenance (pm) logs have been checked and the pm's were completed and up to date. No photo or sample has been received for this complaint. This issue will be monitored through the post market product monitoring review process. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).